Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they got covid in (B)(6) and have not charged the implant since. They were redirected to their healthcare provider (hcp) for suspected overdischarge. The patient stated the wireless recharger (wr) does not seem to be charging itself. The wr is only showing one green bar and not advancing when in dock. The patient took the wr out of the dock and did not see any damage to pins on the dock. They put the wr back in the dock and now the green light was flashing like it was recharging. However, the patient called back and stated that the wr is still not charging and only showing at one bar battery level. No patient symptoms were reported. A replacement wr and charging dock was sent.